Event description:
Caller reported false negative urine hcg result. A (B) (6) presented to office to switch birth control methods; she was not complaint with taking her pills. Same day, she ran two home pregnancy tests that resulted as positive. Same day, pt re-presented to office where she had her serum quant performed. The quantitative serum hcg result was 90 miu/ml. No known pt medications or other health conditions. Pt's last menstrual period was (B) (6) 2010.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 303 mg/dl, 136 mg/dl, and 108 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.